Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran the displacement test and the test could not pass. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.